Event description:
It has been reported by (B) (6) hospital; via the sales rep that their (B) (4) arrived with malfunctioning foot end hydraulics. According to field service rep, the rod did not reach the release.

Manufacturer narrative:
Na